Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filled on a supplemental MDR. A review of the complaint listing for the previous 12 months for the product icc codes indicates that there were 2 cases registered for this complain issue. This incident will be monitored by the complaints committee.

Event description:
Report received indicated the patient developed redness under the product. No further information was provided and the patient outcome was not reported.